Event description:
During an in-clinic follow-up, noise resulting in oversensing and automatic mode switch (ams) were observed on the right atrial (ra) lead. Lead fracture was suspected but not confirmed. Provocative testing was performed and the noise was able to be reproduced. No additional intervention has been performed. The patient is stable.